Event description:
It was reported that this left bundle branch (lbb) lead was explanted with reason unknown. A new lead was implanted. No additional adverse patient effects were reported. Additional information indicated that this lbb lead was explanted as the lead slack had pulled back and there was no capture observed a week after the implant.

Event description:
It was reported that this left bundle branch (lbb) lead was explanted with reason unknown. A new lead was implanted. No additional adverse patient effects were reported.